Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture and dissection occurred. A percutaneous coronary intervention (pci) was performed on a mildly tortuous and moderately calcified left anterior descending artery (lad) 2. A 2.50mm x 15mm nc emerge balloon was advanced to the target lesion and was inflated one time at 16 atmospheres for 10 seconds, but the balloon burst, and a dissection occurred. It was noted that the balloon burst caused the dissection. The balloon was successfully removed from the patient and no fragments of the device remained inside the patient. To cover the dissection, a drug eluting stent was advanced and deployed. It was noted that the procedure was successfully completed with another nc emerge balloon and stent. No further patient complications resulted in relation to this event and the patient was reported to be well and fully recovered post procedure.